Event description:
It was reported that customer received a compromised forced sensor alarm during manual prime. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with a cracked and broken off end cap. Unable to perform the displacement, rewind, basic occlusion, occlusion or prime tests. Also, unable to the compromised force sensor system alarm due to the broken end cap broken. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a missing end cap sticker, a cracked reservoir tube, and a cracked case at the reservoir tube window corner.